Event description:
The pt's family member called lifescan and alleged that their family member's meter was missing segments. The pt obtained results in the 200 mg/dl or 400 mg/dl ranges. They was unable to make out the results on the meter. They knew the blood glucose results were high. They visited their physician for assistance. The pt did not receive any treatment while in the office. The physician increased the pt's actose medication from 15 to 30 mg and ordered lab work. No blood glucose results were reported. The issue with the segments missing was not resolved. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter has been sent.